Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft, and no kinks or damages found on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. Using an encore inflation unit, the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres (atm). The balloon inflated fully and maintained pressure for 15sec, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and calcified middle right coronary artery (rca). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm within few seconds. The device was removed using normal method without any problem.the procedure was completed with another of wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and calcified middle right coronary artery (rca). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm within few seconds. The device was removed using normal method without any problem. The procedure was completed with another of wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).